Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the lead was placed into the left ventricular port and the patient suffered cardiac arrest. Further information was requested however, was not provided.

Event description:
New information noted that the lead was not capturing and there was phrenic nerve stimulation.

Manufacturer narrative:
The reported events were patient deceased, loss of capture and phrenic nerve stimulation. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.